Event description:
Endurant stent grafts were implanted during the endovascular treatment of abdominal aortic aneurysms both within and outside of the IFU on unknown dates. The following adverse events were reported: type ia and type ii endoleaks,ii reinterventions, open conversion. The cause of the adverse events are undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; comparison of treatment options for aortic necks outside standard endovascular aneurysm repair instructions for use o¿donnell et al, j vasc surg 2021;74:1548-57 https://doi.org/10.1016/j.jvs.2021.04.052. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.